Event description:
Drain in pt for approx 4 days. Jvac drain in patient's spinal incision broke off (approx. Into 2 equal pieces) when rn was removing drain. No resistance was met during removal. Edge of portion removed was jagged but also portion looked "cut". Immediately notified surgeon, inspected drain & scheduled surgery to remove portion of drain site retained in wound. Drain (both pieces) placed in lab for storage w/chain of custody from pu risk mgr.